Event description:
It was reported that the patient was dependent on the device for normal function. It was noted that the pacemaker could not be interrogated. Battery depletion was suspected. Additional testing was suggested. The pacemaker was replaced with a leadless pacemaker on (b)(6) 2026.

Manufacturer narrative:
Further information was not available at this time.